Manufacturer narrative:
Concomitant medical products: product ID 8598, lot# b004867n45, implanted: 2003-(B)(6), product type catheter, product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter, (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The pump was inspected for leaks. During flow testing the pump pressure was stable and constant. Which indicates the propellant is still in the pump and no leakage is occurring. The pump was also filled to the maximum with fluid and place in the body temperature for over 12 hours and no leak was seen. There could be a possibility of pocket filled during refilled. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported suspected leaking behind pump. On (B)(6) 2013 there was a bulge over pocket. Clear yellow fluid was aspirated. A dye study was done and a leakage was found behind the pump in the pocket. A pump replacement was performed on (B)(6) 2013. The catheter was cleared and the new pump attached. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver dilaudid. Additional information has been requested, but had not been received as of the date of this report.